Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 15/oct/2018. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Healthcare professional reported left side erythema, " microcopy inflammatory rearrangement without histologic malignancy sign", "haematic liquid without atypical cells". Physician stated "the suspicion of lymphoma in this patient is cleared. There is no argument in favour of lymphoma or carcinoma.¿. The device has been explanted.